Event description:
The fabric foundation of the unit had developed a burned area. Visual inspection of the unit revealed a broken heater wire which had created a "hot spot" which reached temperature sufficiently high to damage the fabric foundation.